Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain') in a (B)(6)-year-old female patient who had essure (batch no. B15005, 12577944) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3, itching, vulvovaginitis, urticaria, dysuria and acute vaginitis. Previously administered products included for an unreported indication: mirena iud in (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)/vulvar pain with penetration"), vulvovaginal pain ("vulvar pain with penetration/ vulvar") and abdominal pain ("abdominal pain"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2017, the patient experienced adenomyosis ("adenomyosis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal") and urinary tract infection ("urinary tract"). The patient was treated with surgery (robot-assisted total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal infection, urinary tract infection, vaginal discharge, adenomyosis, vulvovaginal pain and abdominal pain outcome was unknown and the dysmenorrhoea and dyspareunia had resolved. The reporter considered abdominal pain, adenomyosis, dysmenorrhoea, dyspareunia, pelvic pain, urinary tract infection, vaginal discharge, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: she reported that mental/emotional suffering from dealing with the pain for so long and no one believing it was the essure device. The essure device placed into the ostium and the coil was deployed per protocol without any complications. Proper coil placement was confirmed. Attention was turned to the contralateral ostium where a second essure device was placed into the ostium. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-aug-2019: reporter and patient demographics, medical history and laboratory data were added. Added suspect drug indication and lot number. On (B)(6) 2013, she implanted essure (previously reported as 2013). On (B)(6) 2017, she explanted essure. Injury event was replaced with events infection (bladder/urinary tract/vaginal) type: vaginal, urinary tract, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, adenomyosis, vulvar pain with penetration/ vulvar, abdominal pain. Updated outcome of dysmenorrhoea, dyspareunia and onset date of events. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.